Manufacturer narrative:
The reported event that the pointer showed inexplicable movements on the screen as if wrong values were recorded could not be confirmed as the product was not available for investigation.

Event description:
It was reported that during a surgical procedure conducted at the user facility inaccurate values were displayed. No impact to the patient or medical interventions were reported. A delay of an unknown amount of time was reported with the event.

Event description:
It was reported that during a surgical procedure conducted at the user facility inaccurate values were displayed. No impact to the patient or medical interventions were reported. A delay of an unknown amount of time was reported with the event.